Event description:
During the procedure the fitting on this device was defective. The connector to the tubing was cracked. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.